Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while the customer was preparing for pump training. Customer's blood glucose level was 180 mg/dl; however, there was no impact to blood glucose as a result of the malfunction as the customer had not yet begun using the pump for insulin therapy. Reportedly, the customer reverted to their previous pump for insulin therapy.